Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead was causing chronic diaphragmatic stimulation. The lead was programmed off seven years ago, during the implant surgery for the patient's implantable cardioverter defibrillator (ICD). During the patient's ICD replacement surgery, the lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.